Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The older model blue ez-io driver would not penetrate the patient's bone. The patient's condition was reported as unknown.